Manufacturer narrative:
The suspect product is the advantage test strips.

Event description:
Reporter alleged blood glucose results were 85, 116, 215 & 226 mg/dl, when all tests were performed back to back within 10 minutes on the advantage system. The location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and advantage test strip lot of 522754 with an expiration date of 09-30-07.